Event description:
It was reported that when using the bd pyxis¿ es server, multiple station was not communicating. The customer mentioned that ip address was not pinging for 2 stations and pinged for other station. The customer mentioned that the user was advised to use an alternate location to receive the medications because the stations were not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist coordinated with integration engineering support team (ie), connected to the carefusion coordination engine (cce) production server via remote desktop protocol (rdp) and verified that the cce console was active and running, restarted the cce services, which restored the interface heartbeat to the current time with no delays. All erroneous attention/error notices, including critical override, patient delay, and interface delay, cleared from the devices. The system functioned as intended after the technical support specialist troubleshot the device.